Manufacturer narrative:
The physician reported that she last spoke with the pt in 4/97. The symptoms had subsided. The date of resolution was not specified.

Event description:
Pt was skin tested on 3/26/96 with negative results and received her first treatment on 6/3/96 into the nasolabial folds and glabella. On 6/21/96, the pt noted that the right nasolabial fold intermittently became red and palpable. She was seen later that day with no visible symptoms at the nasolabial folds and glabella and slight redness at the test site. No medical or surgical intervention was prescribed. On 7/30/96, the pt developed redness, swelling and pain at the nasolabial folds and glabella. The physician diagnosed a hypersensitivity and prescribed ibuprofen and cool compress. On 7/31/96, the physician noted erythema and swelling at the nasolabial folds and glabella. Diprolene ointment was prescribed, which was not effective. On 8/5/96, the symptoms persisted; kenalog was injected intralesionally which helped the itching and edema. On 8/5/96, the symptoms persisted; kenalog was injected intralesionally.